Event description:
Dr. Was placing temp hd cath on pt. While attempted to remove the guidewire, it was noted the guide wire had unraveled and became flimsy. Wire still connected to tip and removed completely. No harm to pt.